Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the implanted clip detached from one leaflet and remained attached to the other leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with a small anterior leaflet prolapse. The clip delivery system (cds) was advanced to the mitral valve and deployment was performed per the instructions for use (IFU). Imaging was noted to be difficult. The clip was deployed without issue and the mr was reduced to 1. After the cds was removed, it was observed that the clip was detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). The physician believed that due to the poor imaging quality during grasping, the anterior leaflet chords may have been grasped too. It appeared that the clip was still attached to the anterior chords and the posterior leaflet but could not be confirmed. The mr had increased to 2. A second clip was implanted to stabilize the slda clip and reduce the mr. With the two clips implanted mr was reduced to 1. It was confirmed that the patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.